Event description:
It was reported the patient experienced post-operative bleeding after tonsillectomy surgery. No product deficiencies or other complications were reported during use of the device. No information regarding treatment or current status of the patient was provided.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. Factors that could have led to post-operative bleeding include: health and the patient's compliance to post-op instructions, types of food consumed, certain medicines and/or bleeding disorders that are known to reduce the body¿s ability to clot. The instruction for use (¿IFU¿) contains information regarding post tonsillectomy hemorrhage (pth).

Event description:
It was reported the patient experienced post-operative bleeding after tonsillectomy surgery. No product deficiencies or other complications were reported during use of the device. Additional information received indicates the bleeding was treated with bi-polar cautery and the patient's current status is noted as healthy.